Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl, vomiting, dry mouth, shortness of breath, slurred speech, confusion, and difficulty focusing; cause was not known. Reportedly, customer's friend drove them to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.